Manufacturer narrative:
All of the buttons functioned properly during testing. However, moisture damage was found on the keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump was stuck on the rewind complete screen. The customer also reported that the act button was unresponsive. Customer did not recall any significant events leading up to these issues. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.